Event description:
The patient reported, she isn't able to feel her stimulation anymore, but all three lights come on; on the back of the programmer. The manufacturer's technical representative asked the patient if she had been through any theft security gates to which the patient stated she had been through a lot of stores in the last couple of days. The patient was redirected to her hcp for reprogramming. No other symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.